Event description:
Patient critically ill, ventilator dependent. Ventilator alarmed, was not delivering adequate support (pip/peep) to patient. Ventilator changed out after factory rep was called. Removed and cleaned exhalation diaphragm which was crusty. When replaced with clean diaphragm, vent appeared to work properly. Patient was receiving in-line albuterol and ventolin which may have contributed.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, electrical tests performed, visual examination. Results of evaluation: foreign material contamination, valve - peep, diaphragm. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.